Manufacturer narrative:
The device has a kink at the distal section approximately at 1.5 cm from the distal tip while in the neutral position; in addition, the shaft was found curved along the distal end. Microscopic inspection revealed that ring #1 seal was found compromised since broken adhesive was observed. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The electrical test was performed in neutral configuration and the device was found out of specification. No shorts were found; however, there are electrical opens in ring#2 and ring #3, additionally; there are intermittent high ohm values in mini electrode 1 and mini electrode 3 and also there are high ohms values in tip. The ablation was verified by using the maestro generator 4000, and the device failed the test since a error message of "d06-temp out of range (15c-95c)" appeared on the maestro screen. Broken signal wires were observed under x-ray near torque hole. Dried body fluid was found within the distal end. The distal tip was dissected and was confirmed broken signal wires near torque hole.

Event description:
Reportable based on device analysis completed on 20may2019. It was reported the catheter could not be recognized. During an ablation procedure with an intellatip mifi xp catheter when the ablation catheter was placed in the heart, the catheter could not be recognized. Recognition was improved by checking the connection and starting up the equipment, but impedance was high, and energization could not be performed. Connection checking, equipment starting up, and connection cable replacement were performed, but the issue was not resolved. It was requested to replace to ablation catheter, but since it already took time, the physician told to perform the procedure using non-bsc system ablation catheter, and that was followed. No patient complications were reported. Device analysis revealed rings were inspected and ring #1 seal was found compromised since broken adhesive was observed.

Event description:
Reportable based on device analysis completed on 20may2019. It was reported the catheter could not be recognized. During an ablation procedure with an intellatip mifi xp catheter when the ablation catheter was placed in the heart, the catheter could not be recognized. Recognition was improved by checking the connection and starting up the equipment, but impedance was high, and energization could not be performed. Connection checking, equipment starting up, and connection cable replacement were performed, but the issue was not resolved. It was requested to replace to ablation catheter, but since it already took time, the physician told to perform the procedure using non-bsc system ablation catheter, and that was followed. No patient complications were reported. Device analysis revealed rings were inspected and ring #1 seal was found compromised since broken adhesive was observed.

Manufacturer narrative:
Additional product investigation information was completed on 11nov2019. Analysis of returned product revealed high ohm value in tip, me1 and me3 and electrical opens in ring#2, ring#3 and thermistor, which was confirmed by x-ray analysis and dissection of the device. Visual inspection failed due to the kink at the distal section, the broken adhesive and the shaft curved. Electrical test could not be performed due to the broken thermistor wires. Continuity test failed due to the high ohm value in tip, me1 and me3 and electrical opens in ring#2, ring#3 and thermistor. The device has a kink at the distal section approximately at 1.5 cm from the distal tip while in the neutral position; in addition, the shaft was found curved along the distal end. Microscopic inspection revealed that ring #1 seal was found compromised since broken adhesive was observed. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The electrical test was performed in neutral configuration and the device was found out of specification. No shorts were found; however, there are electrical opens in ring#2 and ring #3, additionally; there are intermittent high ohm values in mini electrode 1 and mini electrode 3 and also there are high ohms values in tip. The ablation was verified by using the maestro generator 4000, and the device failed the test since a error message of "d06-temp out of range (15c-95c)" appeared on the maestro screen. Broken signal wires were observed under x-ray near torque hole. Dried body fluid was found within the distal end. The distal tip was dissected and was confirmed broken signal wires near torque hole.